Manufacturer narrative:
Comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2019 it was reported to k2m, inc. That a rod slippage/pop-out occured approximately 1-3 months post-operatively. Patient was revised on (B)(6) 2019.

Manufacturer narrative:
Upon review of the fluoro image, it can be seen on the left-hand side of the image that there was rod slippage upwards. It can also be seen that on the left-hand side there was one screw (complaint screw) implanted in the sacral region, and there was no supplemental support on adjacent levels that could be seen in the captured fluoro. The screw was returned and inspected. Upon inspection, the mesa polyaxial screw did not show any signs of abnormality. Upon inspection of the returned product and fluoro images, there was no indication that final tightening was not achieved. The location of the screw, and lack of supplemental fixation, could have resulted in excessive loading placed on the subject implant, exceeding the capture strength and leading to slippage. Manufacturing records were reviewed, and no relevant manufacturing issues were discovered.

Event description:
On 2019-01-22, it was reported to k2m, inc. That a revision took place in which a screw backed-out, loosened, disengaged approximately 1-3 months post -operatively.